Manufacturer narrative:
Investigation is on-going. Review of the manufacturing record for this lot revealed no complaint related anomalies. The lot was processed through the normal manufacturing and inspection. This lot was processed through the normal manufacturing and inspection. This lot met all dimensional and visual criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. A review of the raw material records revealed that lot met all specifications with no anomalies noted.

Event description:
During a dhhs proximal femur procedure, the surgeon experienced difficulty completely seating the plate. He used a clamp to clamp the plate to the bone. X-rays taken on an unknown date post procedure, showed the lag screw cut out of the head of the femur. The surgeon explanted the plate and screw assembly, and revised the patient with a 130 deg. Standard dhs plate. This report is #1 of 2 for the same event.

Manufacturer narrative:
Additional narrative: this device is used for treatment, not diagnosis.

Event description:
This report is 1 of 2 for file (B)(4).